Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during extraction of competitor leads, the physician found that the rv lead conductors were exposed. The lead exhibited normal values. The lead was explanted and replaced.